Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/30/2016 that on (B)(6) 2016, that the patient experienced continuous glucose monitoring (cgm) inaccuracies. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that the cgm was reading "low" and a finger stick (fs) reading was 74 mg/dl. Patient's husband called paramedics due to the patient's bg level not rising. The paramedics arrived and took a fs reading which was at 84 mg/dl. No medical intervention or treatment was reported. At the time of contact, patient is good. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. It was reported that the patient treated themselves based off of cgm values. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value.